Event description:
Bayer case number: (B)(4). Severe pain in pelvic [pelvic pain female], abdominal pain [abdominal pain], lumbar region pain [lumbar pain], uterine contraction [contractions uterine increased], patietn felt anguish. [Anguish], psychological problem [psychological disorder], emotional [emotional problems], endometriosis [endometriosis]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain in pelvic"), abdominal pain ("abdominal pain"), back pain ("lumbar region pain"), uterine hypertonus ("uterine contraction") and anxiety ("patietn felt anguish.") In a 28 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hair loss, drug allergy (paracetamol and benegripe), parity 3 (number of living children: 3. Normal delivery) and multi gravida. Previously administered products included: microvir. The patient had a family history of ocular surface squamous neoplasia (grandfather)) and stomach cancer (maternal grandmother). Concurrent conditions were listed as pre-menstrual tension syndrome, diarrhea, constipation, loss of libido, insomnia, sleep disorder, obesity, pain in limb, cervicalgia, perineal pain, heavy periods, anxiety disorder, depression and lower abdominal pain. On (B)(6) 2015, the patient had essure inserted. In 2017 she experienced pelvic pain, abdominal pain and back pain. On unknown date she experienced uterine hypertonus, anxiety, mental disorder ("psychological problem"), emotional disorder ("emotional") and endometriosis ("endometriosis"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, anxiety, back pain, emotional disorder, endometriosis, mental disorder, pelvic pain and uterine hypertonus to be related to essure administration. The reporter commented: right tube: 5 spirals in the cavity. Left tube: 5 spirals in the cavity. (B)(6) 2024: after a crisis caused by intense pain, the patient came to the hospital, providing information about the surgical procedure and the pain she had been experiencing since then. An ultrasound study was performed, and it was evident that the essure needed to be removed. (B)(6) 2024: it was also found that it would be necessary not only to remove the device, but also to perform a bilateral salpingectomy procedure, that is, surgery was necessary to remove both uterine tubes. It was evident that there was a compromise of the posterior compartment of the pelvis, resulting from endometriosis, also caused by the essure device. Since then, the patient, who still suffers from pain and side effects, has been undergoing the pre-surgical procedure, undergoing several tests, while waiting for the surgical procedure to be scheduled, which still has no date for it to be performed. (B)(6) 2024: the patient is waiting for a date to be set for the surgical procedure to remove the essure and fallopian tubes. The delay in performing the surgery entails a series of risks to the patient, who is already suffering from a lot of pain and the worsening of her health situation. According to the lawyer, the device manufacturer, the registration holder and the hospital where the surgical procedure was performed caused the harmful event. The use of the essure method caused several health problems for the patient, and there is also a well-founded risk that the surgery to remove the fallopian tubes will leave even more after-effects. There was damage caused not only to the patient's health and physical appearance, but also to her psychological and emotional state, resulting from all the wear and tear and suffering that has been caused to the patient. Patient felt annoyance and anguish. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.82 kg/sqm. [Blood glucose] (date unknown): 111. [Chest x-ray] (date unknown): preserved lung transfer. Centered mediastinum. Preserved aorta. Normal cardiac area. Free costophrenic sinuses. Preserved bone framework. [Hiv test] (date unknown): non-reagent [human chorionic gonadotropin] (date unknown): non-reagent [mammogram] on (B)(6) 2024: symmetrical breasts. Density of the breast parenchyma without alterations and compatible with age. Absence of dominant nodule, pathological calcifications or image of anomalous vessel. Intact skin. Axillary lymph nodes absence of images with oncological characteristics. Bi-rads 1. [Ultrasound abdomen] (date unknown): liver with preserved morphology and contours, with discrete, diffuse enlargement, suggestive of mild steatosis. Gallbladder with normal shape and dimensions, thin walls, without image suggestive of calculus. Pancreas not visualized due to the interposition of intestinal loops. Bile ducts: absence of dilation of the intra- and extrahepatic bile ducts. Spleen with preserved morphology, contours and acoustic texture. Right kidney and left kidney: with normal topography, morphology, dimensions, contours and acoustic texture, with preserved cortico-medullary relationship. There is no evidence of pyelocaliceal dilation or image suggestive of calculus. Aorta: partially visualized due to the interposition of intestinal loops, with preserved caliber in the visualized portion. Full bladder, with smooth and regular walls, with homogeneous anesthetic content. Note: the presence of intrarenal stones smaller than 0.5 cm may not be visualized in the method. Examination impaired by intense intestinal meteorism. [Ultrasound breast] (date unknown): right breast and left breast: subcutaneous cellular tissue and retromammary layer with normal appearance; breast parenchyma partial replacement of the granular component by the adipose component; there is no evidence of sonographically significant solid or cystic changes. Normal-looking axillary regions. Ultrasound category: bi-rads 1. [Ultrasound scan vagina] on (B)(6) 2016: transverse image of the right uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right tube; transverse image of the left uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube; transverse image of the uterus obtained with identification of the bilateral devices. On (B)(6) 2024: diffusely heterogeneous myometrial echotexture, two hyperechoic structures are observed, multilinear, without acoustic shadow projection, located close to the bases of the tubes, which may suggest the presence of springs (from the essure method).; (dates unknown): uterus with regular contour and homogeneous texture. Uterus measurements: 8.9 x 5.5 x 5.0. Volume: 128 cm³. Endometrium centered, measuring 0.3 cm thick. Right ovary with normal shape, volume and texture, measuring 3.0 x 2.7 x 1.7 cm (volume: 7.3 cm³). Left ovary not individualized in the present study. Small amount of free fluid in the posterior cul-de-sac. And - uterus with regular contour and homogeneous texture. Uterus measurements: 75 x 42 x 53 mm. Volume: 90 cm³. Centered endometrium, measuring 9.7 mm in thickness. Ovaries with normal shape, volume and texture. Right ovary measuring 29 x 19 mm.- left ovary measuring 31 x 18 mm. Visualization of bilateral isthmus of the fallopian tube, hyperechoic image, with posterior acoustic shadowing, characteristic of the essure device. There is no evidence of free fluid in the posterior cul-de-sac. [White blood cell count] (date unknown): 11370. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Severe pain in pelvic [pelvic pain female]. Abdominal pain [abdominal pain]. Lumbar region pain [lumbar pain]. Uterine contraction [contractions uterine increased]. Patient felt anguish. [Anguish]. Psychological problem [psychological disorder]. Emotional [emotional problems]. Endometriosis [endometriosis]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain in pelvic") in a 28 year-old female patient who had essure inserted (lot no. B02267) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of hair loss, drug allergy (paracetamol and benegripe), parity 3 (number of living children: 3. Normal delivery) and multi gravida. Previously administered products included: microvir. The patient had a family history of ocular surface squamous neoplasia (grandfather)) and stomach cancer (maternal grandmother). Concurrent conditions were listed as pre-menstrual tension syndrome, diarrhea, constipation, loss of libido, insomnia, sleep disorder, obesity, pain in limb, cervicalgia, perineal pain, heavy periods, anxiety disorder, depression and lower abdominal pain. On (B)(6) 2015, the patient had essure inserted. In 2017 she experienced pelvic pain (seriousness criterion medically important), abdominal pain ("abdominal pain") and back pain ("lumbar region pain"). On unknown date she experienced uterine hypertonus ("uterine contraction"), anxiety ("patient felt anguish."), mental disorder ("psychological problem"), emotional disorder ("emotional") and endometriosis ("endometriosis"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, anxiety, back pain, emotional disorder, endometriosis, mental disorder, pelvic pain and uterine hypertonus to be related to essure administration. The reporter commented: right tube: 5 spirals in the cavity. Left tube: 5 spirals in the cavity. (B)(6) 2024: after a crisis caused by intense pain, the patient came to the hospital, providing information about the surgical procedure and the pain she had been experiencing since then. An ultrasound study was performed, and it was evident that the essure needed to be removed. (B)(6) 2024: it was also found that it would be necessary not only to remove the device, but also to perform a bilateral salpingectomy procedure, that is, surgery was necessary to remove both uterine tubes. It was evident that there was a compromise of the posterior compartment of the pelvis, resulting from endometriosis, also caused by the essure device. Since then, the patient, who still suffers from pain and side effects, has been undergoing the pre-surgical procedure, undergoing several tests, while waiting for the surgical procedure to be scheduled, which still has no date for it to be performed. (B)(6) 2024: the patient is waiting for a date to be set for the surgical procedure to remove the essure and fallopian tubes. The delay in performing the surgery entails a series of risks to the patient, who is already suffering from a lot of pain and the worsening of her health situation. According to the lawyer, the device manufacturer, the registration holder and the hospital where the surgical procedure was performed caused the harmful event. The use of the essure method caused several health problems for the patient, and there is also a well-founded risk that the surgery to remove the fallopian tubes will leave even more after-effects. There was damage caused not only to the patient's health and physical appearance, but also to her psychological and emotional state, resulting from all the wear and tear and suffering that has been caused to the patient. Patient felt annoyance and anguish. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39.82 kg/sqm. [Blood glucose] (date unknown): 111. [Chest x-ray] (date unknown): preserved lung transfer. - centered mediastinum. - preserved aorta. - normal cardiac area. - free costophrenic sinuses. - preserved bone framework. [Hiv test] (date unknown): non-reagent [human chorionic gonadotropin] (date unknown): non-reagent [mammogram] on (B)(6) 2024: symmetrical breasts. - density of the breast parenchyma without alterations and compatible with age. - absence of dominant nodule, pathological calcifications or image of anomalous vessel. - intact skin. - axillary lymph nodes. Absence of images with oncological characteristics. - bi-rads 1. [Ultrasound abdomen] (date unknown): liver with preserved morphology and contours, with discrete, diffuse enlargement, suggestive of mild steatosis. - gallbladder with normal shape and dimensions, thin walls, without image suggestive of calculus. - pancreas not visualized due to the interposition of intestinal loops. - bile ducts: absence of dilation of the intra- and extrahepatic bile ducts. - spleen with preserved morphology, contours and acoustic texture. - right kidney and left kidney: with normal topography, morphology, dimensions, contours and acoustic texture, with preserved cortico-medullary relationship. There is no evidence of pyelocaliceal dilation or image suggestive of calculus. - aorta: partially visualized due to the interposition of intestinal loops, with preserved caliber in the visualized portion. - full bladder, with smooth and regular walls, with homogeneous anesthetic content. - note: the presence of intrarenal stones smaller than 0.5 cm may not be visualized in the method. - examination impaired by intense intestinal meteorism. [Ultrasound breast] (date unknown): right breast and left breast: subcutaneous cellular tissue and retromammary layer with normal appearance; breast parenchyma partial replacement of the granular component by the adipose component; there is no evidence of sonographically significant solid or cystic changes. - normal-looking axillary regions. - ultrasound category: bi-rads 1. [Ultrasound scan vagina] on (B)(6) 2016: transverse image of the right uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right tube; transverse image of the left uterine horn with identification of the device in its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube; transverse image of the uterus obtained with identification of the bilateral devices.; on (B)(6) 2024: diffusely heterogeneous myometrial echotexture, two hyperechoic structures are observed, multilinear, without acoustic shadow projection, located close to the bases of the tubes, which may suggest the presence of springs (from the essure method).; (dates unknown): uterus with regular contour and homogeneous texture. - uterus measurements: 8.9 x 5.5 x 5.0. Volume: 128 cm³. - endometrium centered, measuring 0.3 cm thick. - right ovary with normal shape, volume and texture, measuring 3.0 x 2.7 x 1.7 cm (volume: 7.3 cm³). - left ovary not individualized in the present study. - small amount of free fluid in the posterior cul-de-sac. And - uterus with regular contour and homogeneous texture. - uterus measurements: 75 x 42 x 53 mm. Volume: 90 cm³. - centered endometrium, measuring 9.7 mm in thickness. - ovaries with normal shape, volume and texture. - right ovary measuring 29 x 19 mm.- left ovary measuring 31 x 18 mm. - visualization of bilateral isthmus of the fallopian tube, hyperechoic image, with posterior acoustic shadowing, characteristic of the essure device. - there is no evidence of free fluid in the posterior cul-de-sac. [White blood cell count] (date unknown): 11370. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-nov-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.